Manufacturer narrative:
Product complaint # (B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was revised to address poly wear and instability in a hybrid srom/reflection construct. Cup removed and replaced with competitor mdm and new srom head. No other information is available. Original implant date unknown. Doi: unknown, dor: 14 sep 2020, affected side: unknown.